Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was initially able to duplicate the reported issue; however after additional testing, the reported issue could no longer be duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device intermittently loses power. This was found during testing and there was no report of any patient use associated.